Manufacturer narrative:
The complaint sample, or photo of the issue was not received. An evaluation of the device history record and the inspection/coc information for the connector and tubing, showed there were no discrepancies noted. It was learned that the user did not tie band the connection as is noted in the instructions for use for the convenience kit. Specifically under precautions section 6 "pushing user made connections past the second barb and tie-banding all user made connections will prevent disconnection and leaks". All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
The customer reported that during a cardiopulmonary bypass (cpb) procedure, the tubing on line 13 disconnected from the 1/4'' connector port on line 3. This disconnect of a user made connection resulted in a 200 cc blood loss. The line was reconnected and not changed out. There was no delay and the surgery was completed successfully.